Manufacturer narrative:
Updated : b5, h6 ( device problem and clinical code). H11: additional manufacturer narrative: initially, it was reported that his valve implanted in the aortic position was explanted after an implant duration of two (2) years and one (1) month for unknown reason. However, through investigation it was learned that this valve was replaced due to endocarditis. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries, despite improvements in protheses types, surgical techniques, and infection control measures. Late onset of endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. An implant data card was received via implant patient registry suggesting that this valve model 3300tfx25mm was explanted from the aortic position after an implant duration of two (2) years and one (1) month due to endocarditis. A valve model 11500a25 was implanted in replacement.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. An implant data card was received via implant patient registry suggesting that a valve model 3300tfx25mm was explanted from the aortic position after an implant duration of 2 years and 1 month for unknown reason. A 25mm surgical was implanted in replacement.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.